Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient received painful burns to their back from being cardioverted while still wearing the lifevest device. It is unclear if the patient received medical intervention for the irritation. Reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.